Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer inspected the system remotely and documented the reported symptoms. Device case history showed that this case is a reoccurrence of an event that occurred 4 days prior on (B)(6) 2025, bfarm ref. (B)(6), philips reference: (B)(6). Information in that case indicates that the host-pc was malfunctioning and was replaced on (B)(6) 2025. After replacing the host-pc, the system was returned to use in good working order. The host pc was returned for further analysis. Functional testing was performed, and no failures were observed. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.